Event description:
A dreamstation bipap pro device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, it was visually inspected, scrapped and found evidence of blower foam degradation. The device was scrapped by the service center after the evaluation was completed.